Manufacturer narrative:
Antibody reagents used were cd5-pe (im0469u) and cd23-ecd (im3609u), cd56-pe (im2073u), cd3-ecd (im2705u), dako kappa light chains/fitc + lambda light chains/rpe (fr 481), and cd20-ecd (im3607u). Information regarding running of controls before and after the event was not provided for this investigation. Service was not requested. A bci field system specialist (fss) advised the customer that the instrument (fc 500 (B)(4)) should not be used for clinical samples until repairs are made. On (B)(4) 2011, the customer decided to swap the hv-dac and cyto-transprocessor boards from their other fc500. Th issue has not reoccurred. A bci cytometry service manager contacted the customer to discuss potential issue(s) with the customer performing their own repairs. The customer declined service and continues to swap boards between instruments while troubleshooting events. As of (B)(4) 2011, the customer has not requested service or ordered boards to repair the instrument; hence no parts are being returned to bci for evaluation.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to cd5-pe signal was aberrantly acquired as a cd23-ecd signal during the analysis of a leukemia-lymphoma bone marrow specimen. The erroneous results were not reported outside of the laboratory. The issue was discovered upon review of the results from the fc 500. Upon rerunning the same tube on the same instrument using the same protocol and settings, the error did no reoccur. No reports of death, injury, or affect to patient treatment are associated with this event.